Event description:
Event description guidant received information that during follow-up of a cardiac resynchronization therapy (crt-d) defibrillator, which is part of the advisory population, the right ventricular defibrillation lead displayed a high impedance.